Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p implanted (B)(6) 2018, 439878 lead implanted (B)(6) 2018. Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage during use. The analyst noted the full lead was returned with a competitor guidewire stuck in the lumen of the lead. The competitor guidewire coating is stuck in the lumen at various location in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was attempted but not implanted due to patient anatomy. The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.